Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a broken saline ampule and flimsy and ripped tray.

Manufacturer narrative:
(B)(4). A device history record review was performed with a potentially relevant finding. A nonconformance was initiated only as a general nc to temporarily allow certain finished good part numbers to be packaged with additional gauze in order to better secure medication ampules in the inner tray. The customer reported broken ampules in the kit. The customer returned one opened kit for investigation. The returned kit was visually examined. Visual examination of the returned kit revealed none of the ampules appeared to be broken. Although, no ampules were found broken, a CAPA was previously initiated to investigate this complaint issue which includes the kit and lot# reported for this complaint. The reported complaint of broken ampules could not be confirmed based upon the sample received. Visual examination of the returned kit revealed none of the ampules appeared to be broken. A device history record review was performed with a potentially relevant finding. Although no ampules were found broken, a CAPA was previously initiated to investigate this complaint issue.

Event description:
It was reported that there was a broken saline ampule and flimsy and ripped tray.